Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer removed the cartridge, placed it back on the pump, and resumed insulin.